Event description:
It was reported that the syringe pump was infusing epinephrine at 1.8ml/hr. Contained in a "50 (60)ml bd luer lock syringe" on (B)(6) 2023. At 0505, the syringe pump alarmed ¿syringe empty¿ alarm and reportedly did not alarm ¿near end¿ (near end of infusion or neoi) prior to that. According to the customer, the pumps in pediatric intensive care unit as set to alarm for neoi at five (five) minutes for both continuous and intermittent infusions. The clinician reported that prior to this event, the infusion had "more than five hours' worth of epinephrine left." Due to the event, the clinician "made and hung a new syringe." The clinician then proceeded to "prime the epinephrine line again." The clinician reportedly did not use the device's prime set with syringe feature and "rather appeared to be priming it at a rate of 999" (manually). Upon looking at the pump, a full 2ml had been primed during this time. It was unclear whether or not the tubing was connected to the patient during priming. The customer would like to know what "exactly what was done with the epinephrine between 0330 and 0500" and the customer also stated, "we are trying to decipher the different account each nurse is reporting and whether alarms rang, how infusions were started etc." It was also reported that the patients¿ blood pressure "was reflective of having received a bolus at the time of priming." Systolic blood pressure "went as high as 117 when it had been sitting consistently between 70-80 on the epinephrine infusion." There was patient involvement and according to the nurse manager, there was no harm to the patient.

Manufacturer narrative:
Omit: c0601 - degradation problem identified, d15 - cause not established. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the syringe pump was infusing epinephrine at 1.8ml/hr. Contained in a "50(60)ml bd luer lock syringe" on (B)(6) 2023. At 0505, the syringe pump alarmed ¿syringe empty¿ alarm and reportedly did not alarm ¿near end¿ (near end of infusion or neoi) prior to that. According to the customer, the pumps in pediatric intensive care unit as set to alarm for neoi at five (five) minutes for both continuous and intermittent infusions. The clinician reported that prior to this event, the infusion had "more than five hours' worth of epinephrine left." Due to the event, the clinician "made and hung a new syringe." The clinician then proceeded to "prime the epinephrine line again." The clinician reportedly did not use the device's prime set with syringe feature and "rather appeared to be priming it at a rate of 999" (manually). Upon looking at the pump, a full 2ml had been primed during this time. It was unclear whether or not the tubing was connected to the patient during priming. The customer would like to know what "exactly what was done with the epinephrine between 0330 and 0500" and the customer also stated, "...we are trying to decipher the different account each nurse is reporting and whether alarms rang, how infusions were started etc." It was also reported that the patients¿ blood pressure "was reflective of having received a bolus at the time of priming." Systolic blood pressure "went as high as 117 when it had been sitting consistently between 70-80 on the epinephrine infusion." There was patient involvement and according to the nurse manager, there was no harm to the patient.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.not applicable. Device evaluated by bd.